Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) defibrillator coil, and svc (superior vena cava) defibrillation coil was beyond the expected lower range. Impedance on (B)(6) 2016 right ventricular (rv) coil impedance dropped to 8 ohms from a trend of 35-46 ohms. Impedance on (B)(6) 2016 superior vena cava (svc) coil impedance measured 5 ohms in current measurement list. The svc impedance trend was 43-59 ohms. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited recent isolated, independent, low impedance alerts involving sudden drops in rv and superior vena cava (svc) coil impedance. It was later reported that there was high svc impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.